Event description:
Patient reported four infusion set tubings completely separating from the luer lock. He indicated that he experienced one occurrence of elevated blood glucose of 300 mg/dl. He did not report any symptoms associated with the elevated blood glucose. Patient's normal blood glucose level was 180 mg/dl. He stated that he changed the infusion set and administered a bolus to reduce his blood glucose level. Patient did not require medical assistance to address this issue. Patient indicated that he discarded the infusion sets and would not be returning them for evaluation.

Manufacturer narrative:
Product not returned for evaluation issue described to agency in recall.